Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient reports itchy. The patient¿s physician recommended the patient take the lv off for a few days. There was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better.